Manufacturer narrative:
The subject device was returned and evaluated. The reported e315 error code was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope displayed error code e315 indicating a non-compatible endoscope. The issue was discovered during preparation for use. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that water got inside the scope connector during user handling. As a result, an abnormality occurred in an electrical component, and an error message was displayed. The event can be detected/prevented by following the instructions for use which state: 1) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 2) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.